Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined. Multiple attempts were made to retrieve the device and it was confirmed the device was discarded and not available for return.

Event description:
The patient reported exposed wires of the power supply cable. The unit was discarded.